Event description:
Tha left. The neck of centpillar is broken. Since the cup side is adept, it seems that it was damaged because the torque of the large diameter head and the thin neck was strong. Scheduled to be revised on october 19th.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a centpillar stem was reported. The event was confirmed. Method & results: device evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted fractured stem. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: the event was confirmed: fracture of neck of centpillar stem. Root cause: the root cause cannot be assessed with the limited information. The stem was in fact broken. The failure will require revision surgery. Evaluation of the explanted implants may allow a better assessment of the cause for the failure i.e. Impingement vs stress loads vs manufacturing issue. Examination of the medical records may also allow a better understanding of the chronology of the events. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: the event was confirmed: fracture of neck of centpillar stem. Root cause: the root cause cannot be assessed with the limited information. The stem was in fact broken. The failure will require revision surgery. Evaluation of the explanted implants may allow a better assessment of the cause for the failure i.e. Impingement vs stress loads vs manufacturing issue. Examination of the medical records may also allow a better understanding of the chronology of the events. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Tha left. The neck of centpillar is broken. Since the cup side is adept, it seems that it was damaged because the torque of the large diameter head and the thin neck was strong. Scheduled to be revised on october 19th.